Event description:
During the follow-up, the patient reported episodes of dizziness. An avb ii episode dated (B)(6) 2018 at 13:25 was recorded in device memory. It shows vs-vs intervals of 1450 ¿ 1750 ms for several cycles, which could explain the patient symptoms. This episode also shows sinus rhythm at the beginning (as markers), switching to a phase of suspicion of atrial arrhythmia (ar markers).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up, the patient reported episodes of dizziness. An avb ii episode dated (B)(6) 2018 at 13:25 was recorded in device memory. It shows vs-vs intervals of 1450 ¿ 1750 ms for several cycles, which could explain the patient symptoms. This episode also shows sinus rhythm at the beginning (as markers), switching to a phase of suspicion of atrial arrhythmia (ar markers).